Event description:
Customer reported that the numbers on the insulin pump were jumping. Customer stated that the numbers were scrolling without the buttons being pressed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.